Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the new ipg had their impedances tested. Contact 10 and the pairings were now high, above 40,000. The patient wasn't using contact 10, so the surgeon decided to keep this ipg implanted and closed. They saw the patient in recovery and tested the impedances again. They were all normal. They programmed the patient and saw the same benefit with symptoms as they did before surgery with no side effects. No patient symptoms or further complications were reported as a result of this event.